Manufacturer narrative:
(B)(4). Batch # unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Per photographic evaluation: this is an analysis of the photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a piece of the tissue and some staple leg protruding of tissue, and it can be seen not properly formed. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a whipple procedure, after firing the device, both the specimen and patient side appear to have unformed staples. It appears that the outer row of staples missed the anvil. The stapler was replaced, and another reload from same lot was fired with nothing abnormal occurring. There was no delay to the procedure.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022. D4: batch # 677a27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage with a reload loaded on the device and three sterile reloads (b, c and d batch 811a41) present. Also, 3 empty opened packages of reloads were received. The reload loaded was received fully fired with some b-formed staples on the cartridge deck and anvil and with the swing tab in the locked position the device was tested for functionality with the reloads b, c and d and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 677a27, and no non-conformances were identified.